Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited high pacing impedance. Chest x-ray was performed and confirmed rv lead fracture. The rv lead was capped and replaced on 13 sep 2022. Patient condition was stable.